Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 1030-200, serial number (B)(6), was received for investigation. No functional test for the trochanteric nail that arrived broken in half for evaluation. The returned trochanteric nail was visually inspected. It was noted that the device was broken into two pieces at the proximal end of the second hole diameter. The more in-depth visual evaluation found that the slot lost geometry; it was damaged. Damaged was also observed on hex threaded for matting parts. It was observed that a piece of material was obstructing the inside diameter hole that pass through the entire part. The visual inspection also noted severe signs of wear on the device and many scratches and dents throughout the nail body. The most likely cause of the reported failure is a patient-specific event.

Event description:
On 5/5/2023, it was reported by a sales representative via email that a 1030-200 trochanteric nail broke about six weeks after being implanted. The surgeon performed a revision surgery and had the trochanteric nail removed. Additional information received on 5/5/2023: per the sales representative, on (B)(6) 2022, the patient underwent surgery in which a 100mm lag screw, a 5.0mm by 38mm distal screw, and a 1030-200 trochanteric nail were implanted. At the time, the case was completed successfully without any issues. Six months later, the 1030-200 trochanteric nail broke, and the patient undergoes revision surgery on (B)(6) 2023 to have everything removed. The revision surgery was completed with a long nail.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.